Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had pump error during basal delivery. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
Unit passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly.